Manufacturer narrative:
The veritas patch is still implanted in the pt, therefore, no product was returned for eval. A review of the device history record was not possible, since the lot number was unavailable.

Event description:
In 2009, a female pt underwent a gastric bypass with para-umbilical ventral hernia repair procedure at an unspecified hosp at which time a veritas patch of unk size was successfully implanted. There were no pt injuries or pt complications noted during the procedure. At an unspecified time following the procedure, the pt was admitted to doctor's hosp with abdominal pain. At about one month later, the pt underwent a second surgical procedure for re-herniation. During the procedure, the physician noted that the periphery of the veritas patch had begun to successfully remodel, however, the re-herniation had occurred through the middle portion of the veritas patch at a point where the veritas patch remained exposed with little/no remodeling noted. The physician left the veritas patch in place, and performed a simple closure with an unk suture to repair the hernia defect. No additional patches or meshes were implanted. The physician sent a biopsied portion of the patch for histological study. To date, the report has not been made available. The pt was discharged from the hosp within 4 days post-procedure was "doing fine."